Event description:
Related manufacturer reference number: 2017865-2022-04440. It was reported that the patient presented in clinic due to feelings of shortness of breath and diaphragmatic stimulation. It was determined that the right atrial (ra) lead was dislodged using fluoroscopy, but the physician was unsure whether or not it was the ra or right ventricular (rv) lead that was causing the diaphragmatic stimulation. The physician repositioned both the ra and rv leads successfully on (B)(6) 2022. The patient was stable throughout the procedure.